Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. A texted image was reviewed. The highly magnified two-dimensional image makes it difficult to discern landmarks conclusively. It is assumed that the intraocular lens is shown in the superior half of the picture with what appear to be diffusely scattered opacities along with an indefinite whitish band extending diagonally. Some scattered opacities also appear to be present within the red ring beyond, and what would be anterior to, the presumed intraocular lens area making it further difficult to discern the findings conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient had glistening's in the lens. There are two medical device reports associated with this patient. This report is associated with the second eye.